Manufacturer narrative:
MDR 3003442380-2026-55332 / initial 3 of 4.e1: name: medtronic minimed.country: united states of america.(B)(6).based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.

Event description:
It was reported that the patient's infusion set came off during use on (B)(6) 2026.